Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left main artery. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal edge of the stent strut flared out. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was fine.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left main artery. A 4.00 x 24 synergy drug eluting stent was advanced for treatment. However, it was noted that the distal edge of the stent strut flared out. The device was removed and the procedure was completed with another of the same device. No patient complication were reported and the patient was fine. It was further reported that the target lesion was 90% stenosed, moderately tortuous and severely calcified. The lesion was pre-dilated and significant resistance was encountered when advancing the device.

Manufacturer narrative:
Device is a combination product.